Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, a drawer failure occurred. The customer reported that the drawer would not open. Troubleshooting was performed, including rebooting the station and attempting drawer recovery; however, the issue could not be resolved. The customer indicated that this was a recurring issue.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6) .A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 28-MAR-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the half-height Enhanced Drawer 2.2 was clicking but would not open due to a broken U-link on the solenoid plunger. A field service engineer had the U-link replaced, the drawer was reinstalled, and repeated testing confirmed normal operation. The customer tested the drawer and verified that the repair was successful. The system functioned as intended after the field service engineer repaired the device.